Manufacturer narrative:
UDI field not sufficient to hold all digits, should read: (B)(4).

Event description:
It was reported that during a lead extraction procedure to remove an infected right ventricular (rv) implantable cardioverter defibrillator (ICD) lead, a tear to the inferior vena cava (ivc) occurred. Reportedly, a 14f laser sheath and an 11f tightrail device were used to reach just past the clavicle when progress stalled. The surgeon then opted to use a 16f glidelight laser sheath. Progress was made to halfway through the distal coil of the lead when blood pressure dropped. A sternotomy was immediately performed and the tear to the ivc was successfully repaired.